Event description:
It was reported the insulin pump had alarmed compromised force sensor system. Customer's blood glucose was 200 mg/dl. The insulin pump was not dropped or bumped nor exposed to fluids. The drive support cap did not appear to be damaged. The insulin pump is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded drive support disk. The occlusion, prime and excessive no delivery alarm test could not be performed due to the alarm. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a broken belt clip slot.